Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was broken lid/cap and sample leakage the following information was provided by the initial reporter. The customer stated: "the rubber component inside the cap was cracked, resulting in blood leakage.'

Manufacturer narrative:
H6: investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of the photos was performed and show a tube with the hemogard closure assembly attached. The tube does have blood in it. It can be seen through the plastic of the hemogard closure that a piece of dark substance is hanging down from the stopper. There are no photos of the stopper outside the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode of damaged stopper with the photos provided. The exact cause of the customer¿s failure mode could be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k there was broken lid/cap and sample leakage. The following information was provided by the initial reporter. The customer stated: "the rubber component inside the cap was cracked, resulting in blood leakage.'